Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I received a depuy pinnacle acetabular cup size 52 mm, a 36 mm inner diameter metal-metal insert; a summit duofix standard offset size 5 femoral stem, and a depuy metal on metal femoral head, size 36 mm. Soon after surgery, I began experiencing pain and difficulty with my implant. On (B)(6) 2010, I was taken to the emergency room with a closed posterior dislocation of the right hip, a closed reduction was performed at that time. My doctor recommended a revision due to recurrent instability of the right hip. A revision of right total hip arthroplasty was performed on (B)(6) 2010. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2005 to present. Diagnosis or reason for use: osteoarthritis, right hip.